Event description:
It was reported that the physician noticed unraveling of one of the high voltage coils of the lead during a device upgrade. All lead measures were stable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.